Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted into a (B)(6) male patient via l-p shunt on unknown date and unknown settings. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient symptoms did not improved even if the setting was lowered after the surgery. The set pressure was changed from setting 2 to 1 however, they could not change the setting. A shunt imaging was performed and it was confirmed that the contrast medium was flowing to the abdominal cavity side, therefore, the valve was removed and replaced on (B)(6) 2022 due to unimproved symptoms and the settings could not be lowered.

Event description:
N/a

Manufacturer narrative:
The certas valve ID (ID 828806) was returned for evaluation. Failure analysis - the valve was visually inspected; needle holes in the needle chamber and raised needle guard were noted. The position of the cam when valve was received was setting 2. The valve was hydrated. The valve was leak tested and only leaked from the needle holes. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any functional problem with the valve at the time of investigation. The root cause for the raised needle guard is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.